Manufacturer narrative:
Patient information was requested and partial information was provided.

Event description:
The customer reported the battery is not getting charged. The customer reported there was patient involvement and no patient harm.